Event description:
This dialysis catheter was successfully placed. It was noted post placement the cuff had detached and remained in the patient. No attempt was made to retrieve the detached portion of the cuff. Another dialysis catheter was successfully placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. Patient anatomy and/or user technique during accessing may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance and procedures.